Event description:
On (B)(6) 2017, information was received about a manufacturing representative (rep) about a patient implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had not been maintaining the recharge on their device because of an unrelated medical issue. It was reported that the rep had tried to start a normal charging session, but the recharger (insr) would not communicate with the ins. The device was overdischarged, and it is unknown when the device first became overdischarged. The patient stated that it was at least a year ago. The patient had known the battery was not working, but was contemplating having the device explanted. The rep was performing a physician mode reset (prm) on the device and reported they were planning to continue charging with the patient in attempts to pull the battery out of overdischarge. There were no symptoms reported. On (B)(6) 2017, additional information was received from the patient and manufacturing representative (rep) reporting that the rep cleared the patient's por (power-on-reset) code 0x2608. It was reported that factors that may have led or contributed to the issue was that the patient forgets to recharge. Troubleshooting performed was the patient's por was cleared and the patient was reeducated on charging techniques. It was reported the impedances were within range and the patient was getting relief from stimulation. The overdischarge and communication issues with their recharger had been resolved at the time of the report. It was reported that the patient just needed a manufacturing representative to come out and change their mode and then they would be all set. It was reported that the event occurred in on (B)(6) 2017 but the month was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.